Event description:
Voluntary medwatch received states that the patient presented with a right atrial lead that exhibited unspecified capture issue, p-wave amplitude variation and far r-oversensing. No intervention was reported. The lead remains implanted and in service. Patient status was not reported.